Event description:
It was reported that the patient experienced back pain upon xray confirmed the head is separated from the shaft of the threads.

Manufacturer narrative:
Product code: kwp. Common device name: spinal intervertebral body fixation orthosis. Catalog# 03801890. Lot# 04b947. Method: visula inspection, device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Inspection of the fracture surface confirmed the presence of beach marks, which is consistent with fatigue fracture. Conclusion: the probable root cause of the customer reported event is fatigue fracture due to patient obesity.

Event description:
It was reported that the patient experienced back pain upon xray confirmed the head is separated from the shaft of the threads.